Event description:
Child with severe hemophilia who has an indwelling port a cath for use with home factor viii infusions. Seen in clinic when mom was unable to flush the line. Evaluation showed that the catheter tubing had broken from the port and migrated into the pulmonary artery. Interventions required included cardiac catheterization to remove catheter tubing as well as surgery to remove old port and place new one. In light of patient's hemophilia, both of these interventions required hospitalization and extra factor viii usage. The port was placed on (B)(6) 2008 at (B)(6) medical center.